Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 500 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Reportedly, the customer experienced a fall and hit their head and injured their back, specifics not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.